Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing problem and was undersensing paroxysmal atrial fibrillation (af). It was also reported that the right atrial (ra) lead exhibited undersensing. Both the ipg and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.